Manufacturer narrative:
Backlight inverter was shipped to the customer for replacement. This report is currently being investigated. As additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no report of patient involvement. The date of the event is unknown. No additional information is available at this time.